Event description:
The customer reported ac power led indicator is not functioning. There was no report of patient involvement.

Manufacturer narrative:
The bezel and power pca were replaced to address the reported symptom. We are unable to determine the cause of the reported symptom as multiple parts were replaced. One power pca was returned for failure analysis. The reported problem could not be verified or duplicated during lab tests. No fault was found with this power board. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.